Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was occasional ventricular safety pacing observed and it was noted there was suspected atrial undersensing. In clinic testing will be considered to evaluate the p-wave and the right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.